Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml, 2.135/day) via an implantable infusion pump. Indications for use included non-malignant pain and complex reg pain syndrome type I. It was reported that during a pump replacement surgery on (B)(6) 2015, the healthcare provider (hcp) had difficulty removing the existing catheter connector from the existing pump. There were no reported symptoms, but the location of the symptoms was reported as the "catheter." The surgeon cut the existing catheter near the catheter connector, and replaced with a new catheter segment cut down to the same length. Troubleshooting resolved the reported issue. In addition, the surgeon was unable to aspirate the existing catheter through the existing catheter access port (cap), or after disconnecting. It was calculated that the patient would experience a gap in therapy, as the existing catheter was full of drug, but the new 3.5 cm catheter piece with the connector did not have drug. The cause of the difficulty removing the catheter connector from the pump and inability to aspirate the catheter was not determined. The patient was scheduled for a pump refill on (B)(6) 2015.